Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post implant and was in the right ventricle. The lead was removed and replaced. No patient complications have been reported as a result of this event.